Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 800 bd 3ml luer lock syringes experienced issues with the print permanency. The following information was provided by the initial reporter: the printing on the barrel is vague, and the printing on the back of the package is vague.

Manufacturer narrative:
Five photos were received by our quality team for evaluation. From the photos, the team observed foreign matter (ink) on the top web, scale line printing rub off, and scale line dot mark on the barrel. From the photos, the team is unable to observe a package print permanency defect. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. From the returned photo, scale line printing rub off at the bd logo was observed. However, as there is no sample returned for further analysis to confirm the root cause. There is currently a quality assurance outgoing three-hourly visual inspection for barrel scale line printing and an in-process two-hourly visual inspection for barrel scale line printing at the assembly process. From returned photos four and five, the team observed printing scale line dot marks on the barrel. The printing drum was fabricated with three side images with identification (no dot, one dot, and three dots) and the scale line was printed per specification, therefore the root cause cannot be determined. From the first and third returned photos, top web printing ink smeared on the top web was observed. This nonconformance occurred at the printing station. There is an ink roller compressed to the stereo plate for the printed batch number transferred to the top web. Overtime, the run of the ink roller resulted in the ink to fade. The production technician then compressed the ink transfer roller to the stereo plate causing the ink stain on the top web. The ink roller condition will now be check at the start of every shift. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.